Event description:
Blade broke off in the pt. The blade broke in half.

Manufacturer narrative:
Blades are routinely checked for hardness and ductility. Broken scalpel blades occurring as a result of a surgical procedure can typically be attributed to the blade being bent beyond its physicial properties. Device has been requested from user facility but has not been returned. Without the actual device for analysis, it is not possible to determine the actual cause of failure. No prior events of this type have been reported on this product lot.